Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported that their teeth need dental work after using the byte aligners. They were seen by their dentist and they will need 9 fillings and 2 crowns and 1 replacement because their implant tooth/gum recessed all from byte aligners. This is a contraindicated patient.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.